Event description:
It was reported that st segment elevation occurred. A left atrial appendage (laa) closure procedure was performed and a 31 mm watchman flx laa closure device was implanted. At the time of the procedure, the patient experienced a 1mm transient st segment elevation. It is believed that a small amount of air was injected while injecting contrast, but was not confirmed. The patient did not experience any further complications post procedure, and they were discharged home.